Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2006--the pt underwent repair of an incisional hernia. The pt's hernia was repaired with a small circle composix kugel mesh. In 2007--the pt was admitted to the hospital after having developed a seroma and serious infection. She was treated with antibiotics and underwent removal of the mesh. She was discharged five days later and continued on a course of antibiotic treatment.